Event description:
It was reported that during the procedure, the customer noted char on tip of celsius rmt catheter. The physician completed the case without any patient consequence by using same like product.

Manufacturer narrative:
(B)(4). Upon receipt, the catheter was visually inspected and it was found that the tip had char. Then per the event, the catheter was tested and it passed electrical, temperature and generator tests. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The IFU states that char may occur. The customer complaint about char was observed, however since the catheter passed specifications the root cause of the char remains unknown.

Manufacturer narrative:
(B)(4).